Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11 one 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of the swartz braided introducer leak.

Event description:
During the atrial fibrillation procedure, blood leaked immediately after the sheath was inserted into the patient's body. The event occurred prior to transeptal puncture and catheter insertion, and there were the dilator and guidewire inserted. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. There was no resistance when inserting the devices such as dilator into the sheath hemostasis valve, and there was no air movement into the patient's body when blood leak occurred. No additional puncture was required when replacing the introducer, and the alternative device was inserted from the same puncture site.